Event description:
Related manufacturing reference number: 2017865-2023-02317. Related manufacturing reference number: 2017865-2023-02506. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker, right ventricular, and right atrial leads exhibited noise. No intervention was performed. The patient was in stable condition.